Event description:
It was reported that this pt presented into clinic after having received a pt notifier for hv lead impedence out of range low. There was no noise noted on the lead on any segms or with any isometrics or pocket manipulation. Pt will continue to be monitored. Lead remained implanted.

Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.